Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell 1 while the patient was connected. The patient stated they discovered that they became disconnected from their transfer set after falling asleep. The patient reconnected and the machine went into dwell 1. The technical service representative advised the patient to start over with all new supplies. There was no patient injury associated with this event. No additional information is available.